Manufacturer narrative:
Product ID: 3487a, lot# l19777, implanted: (B)(6) 1991, product type: lead. Product ID: 7495, serial# (B)(4), implanted: (B)(6) 1991, product type: extension. (B)(4).

Event description:
Additional information received reported the patient was still having pain on their right side and believed it was from the implantable neurostimulator (ins). They wanted the ins removed but their health care provider (hcp) told them it would be too dangerous to take the device out. The patient requested information for a new hcp.

Event description:
It was reported that the patient was getting epidural shots in her back. The patient was having some swelling on her right side, back area pain started 3 years before the report in august. The swelling and pain started following an open heart surgery. Her health care professional (hcp) thought this was due to the ins. She also had been falling a lot because her right knee was giving out. Last week prior to the report she fell 4 times. The ins was for pain in her leg. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.